Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause loss of consciousness.

Event description:
It was reported that alert/notification settings. On 5/5/2024, the patient reported that she awoke without remembering that she walked to her kitchen and fell unconscious. She reported that her son had called an ambulance, and when she awoke, she was already in the emergency room. It was not documented whether the loss of consciousness was the result of hypoglycemia or hyperglycemia. The patient reported that she could not recall what medicine nor what procedure was provided to her at that time. She was reportedly discharged on the same day by her doctor. Patient was doing fine at the time of the call. Per documentation, the patient declined to disclose specific details regarding the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.